Manufacturer narrative:
One device was returned for analysis. Functional and visual testing were performed, and the reported issue was duplicated. Further investigation found that the upstream occlusion (uso) seal was buckling. The downstream and upstream occlusion seals were replaced. A review of the service history found no indication that the complaint was related to any service activities performed on the device during the review period.

Event description:
It was reported that the device had a ripped and bubbled downstream occlusion seal. Reporter indicated the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.